Event description:
It was reported that the patient underwent a peripheral stenting procedure to treat a target lesion in the moderately calcified mid superficial femoral artery (sfa). The vessel was pre-dilated using a 6 mm balloon. The supera stent delivery system was advanced to the target lesion and deployment was initiated. During final deployment, the stent did not feel like it properly released from the delivery system and the stent elongated at the proximal edge. No additional intervention was required. There was no adverse patient sequelae and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of job traveler revealed no non-conformances that would have contributed to the reported event. The results of the historical data review and query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.